Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via nbir "capsular contracture baker grade I, suspected/actual rupture/deflation, correction of asymmetry, ptosis". This is for the left side. Device was implanted and replaced.